Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the lead was visualized with fluoroscopic imaging and was found to be fractured at the first rib. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Subsequently, the ra lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.